Event description:
It was reported that testing was carried out on (B) (6) 2009 in the clinic, which showed 4 electrode channels with status hi. There was no reports of this effecting pt performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.